Event description:
Reporter stated that pt's blood glucose was tested, using the suspect device, with a result of 459 mg/dl. Based on this value, emergency medical services were contacted. Upon their arrival, approx 15 mins later, pt's blood glucose reportedly measured 32 mg/dl on paramedics' device. Reporter noted that pt was not exhibiting any symptoms of either low or high blood glucose; however, due to elevated reading obtained on suspect device, treatment of hypoglycemia was delayed. Reporter stated that pt was treated with orange juice and blood glucose was periodically retested (values not provided) on paramedic's device. Reporter did not know how long paramedics' remained with pt; however, blood glucose reportedly measured approx 200 mg/dl when they departed. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.